Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill of low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are not filling properly. It was reported that crt cell preparation tube (4ml) did not fill. 5 tubes total.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. The photos show a small amount of specimen in 4 of the 5 tubes pictured. Additionally, (10) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for underfill was not observed, as all tubes were within specification limits. Further testing was performed by research & development (r&d) with 7 samples at franklin lakes. Initially, 5 of the 7 samples underwent redraw testing. Four of the 5 samples had vacuum left in the tube. Computed tomography (CT) scanning was performed on 5 stoppers and 4 of the stoppers from the tubes that had vacuum left with refill testing were severely side punctured. The 1 tube with no redraw showed moderately side puncturing but had multiple voids inside the stopper. Additionally, the remaining 2 of the 7 samples underwent redraw testing. One out of the 2 low draws had sufficient residual vacuum during redraw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill. Bd determined that the root cause of the indicated failure mode was attributed to needle side puncturing.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the device experienced underfill of low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that the tubes are not filling properly. It was reported that crt cell preparation tube (4ml) did not fill. 5 tubes total